Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. It was noted that the handshake connection was under the catheter body and was unable to be retrieved. The catheter shell body was dismantled, and the catheter sheath cut in order to inspect the handshake connection. No issues were noted. The burr was microscopically examined and the annulus was within specification. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07754. It was reported that the burr became stuck on the rotawire. The 90% stenosed, 6x4.2mm target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). During the procedure, it was noted that the burr was twined together with the rotawire. The procedure was completed with a different device. No patient complications reported and patient's condition was stable.